Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor, enhanced serial interface board (esib), and the cable harness interfacing esib and advanced breathing system (abs) were replaced to resolve the issue. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported an error causing an inability to initiate mechanical ventilation, during pre-use checkout. There was no patient involvement.